Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. It was determined that the neuro tip and the bearings were damaged. It was further determined that the ball bearings fell apart, the balls and cage were missing and the crane bracket was damaged (abrasion). The device is being further investigated. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the ring of the craniotome device was out. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Incorrect device manufacture date: the device manufacture date was incorrect in the initial report. The device manufacture date has been updated from 2/24/2015 to 2/9/2015. The UDI has been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the device failed cutter insertion test due to worn out bearings and the neuro-tip leg had been drilled into. An assessment was performed which found that the bearings were worn out and loose which created a situation where the cutter was not able to be inserted. This was because the bearings were no longer in axial alignment which did not allow the cutter to pass through. The assignable root cause was determined to be due wear from normal use and servicing and stress damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.